Manufacturer narrative:
Retainer ring black. On (B)(6) 2021 the customer was admitted to hospital due to low blood glucose. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0873 inches. No over delivery anomaly noted. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, scratched keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Please see below for the boluses delivered on april 20, 2021 listed in the formatted history file. (B)(6) 2021 07:29:43.000 normal bolus programmed. Bolusp programming method manual bolus. Normal bolus amount programmed 3. (B)(6) 2021 07:30:45.000 normal bolus programmed. Bolusp programming method manual bolus. Normal bolus amount programmed 1. (B)(6) 2021 10:39:52.000 normal bolus programmed. Bolusp programming method manual bolus. Normal bolus amount programmed 1.6. (B)(6) 2021 14:38:23.000 normal bolus programmed. Bolusp programming method manual bolus. Normal bolus amount programmed 2. (B)(6) 2021 16:44:48.000 normal bolus programmed. Bolusp programming method manual bolus. Normal bolus amount programmed 1.8. (B)(6) 2021 21:43:31.000 normal bolus programmed. Bolusp programming method manual bolus. Normal bolus amount programmed 1.4. Device passed the functional testing. No over delivery anomaly noted. Unable to confirm alleged low blood glucose's. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering. Customer had blood glucose level of 30 mg/dl. Customer was treated with food. Customer was alleging insulin pump for over delivering because customer had carbs intake before bedtime and should not have gone to low as per carbohydrate intake. Customer was hospitalized due to low blood glucose level on (B)(6) 2021. Customer was treated with food. The insulin pump will not be returned for analysis.